Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had bleeding and difficulty finding sites for the sensors. Customer's blood glucose level was 90 mg/dl. Customer stated that it was painful and that it is pretty rare that she actually needs to have it on her. Customer was losing too much sleep due to the alarms that were sometimes inaccurate. Customer declined troubleshooting issues with the sensor. Customer cannot use the quick sets due to the bent cannula. Customer is currently using the silhouettes and has issues with insertion because they leave a bruise. Customer declined troubleshooting for bruising, blood in the cannula causing an occlusion, and then delivery alarm. Customer was informed about the sure-t infusion set that can prevent bruising and bent cannulas. No additional information provided.